Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the lower cell of the hlc batteries, bt1, had damaged and leaked onto the analog pcb, which depleted the charge-pak and hlc batteries. The root cause of the reported issue was determined to be due to the damage caused to the analog pcb.

Event description:
A third-party service agent contacted physio-control to report that their customer's device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.